Manufacturer narrative:
The t:flex pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer began the fill tubing process while being connected to the pump. Reportedly, the customer inadvertently delivered insulin while being connected at the site and experienced a low blood glucose (bg) level in the 40's (mg/dl). To address the bg level, the consumed glucose tablets.